Event description:
A caller reported an occlusion alarm, but the alarm number could not be verified in the pump's history. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read as ¿high¿ on the cgm. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.